Manufacturer narrative:
H.6. Investigation: an el200 product was not available for investigation, however the customer indicates that the saline leaked out of the neutraclear during flushing. The details of this feedback were forwarded to the legal manufacturer of the product, cair lgl, for investigation. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. H3 other text : see h.10.

Event description:
It was reported three neutraclear needle-free connector had leakage issues. The following information was provided by the initial reporter: "3 incidents over the weekend with riskman's entered. No further information provided at time of report. No lot number reported".

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter zip: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported three neutraclear needle-free connector had leakage issues. The following information was provided by the initial reporter: "3 incidents over the weekend with riskman's entered. No further information provided at time of report. No lot number reported".